Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. An x-ray was taken and the dislodgement was attributed to an anatomical issue with the patient¿s right atrium. The lead was revised and repositioned. The lead remains in use. No patient complications have been reported as a result of this event.